Event description:
The following has been reported: after turning on the pump, the screen says "pump problem" and prompts to return pump for service. Full power off and back on was attempted a few times and issue did not resolve. An initial review of the device logs reveals the following: pneumatic valve leak failure (valve 6). Please note that this was a demo unit that was provided to the (B)(6) office, and that the pump itself is labeled "demo only, not for clinical use". An active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 6. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.